Manufacturer narrative:
The returned catheter was patent and met the requirement for leak testing. Approximately 16.5 cm of the peritoneal catheter was returned. The catheter was broken / torn at the distal end. The catheter was tied at two points below the boot on the proximal end of the catheter. The boot tubing interface was broken and jagged in several places. Proteinaceous debris was observed on the exterior and interior of the catheter. It is unknown how or when the damage to the proximal end occurred. The instructions for use that accompany the product states, ¿care must be taken in the routing of catheters to prevent kinking and needless abrasion along their course. Abrasion can result in premature catheter failure (fracture).¿; and that ¿care must be taken during the procedure to avoid putting cuts, punctures and holes in the catheter.¿ it also states, ¿use of sharp instruments while handling these devices can nick or cut the silicone elastomer,¿¿. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was broken during the procedure. There was no injury to the patient.